Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that user was unable to log in or authenticate the station. A technical support specialist advised the user to contact their admin to unlock the account, confirmed successful login, and resolved the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the user was unable to login to bd medstation es. The user was unable to dispense medication verified to be both narcotics and non-narcotics. The customer stated that there as a delay dispensing the medication since the night prior and they were able to obtain the medication from the pharmacy. No report of patient harm or injury.